Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00373 for the first event and MDR #1219856-2010-00375 for the third event involving the same patient. It was reported that after the first failed attempt at the intra-aortic balloon (iab) insertion, the user inserted a teflon sheath in the same route which was the left groin. The user was able to pass the catheter through the sheath, but he iab became stuck in the vessel around the diaphragm. As a result, the catheter and sheath were removed as one and another new kit was opened.